Event description:
It was reported that the patient died. The patient was presented with chronic iliac disease and underwent pharmacomechanical thrombectomy and stenting using a non-boston scientific vena cava filter. The target lesion was located in the right ilio-femoral vein. On (B)(6) 2024, an angiojet zelante dvt clothunter was used for the thrombectomy procedure, which was successfully completed. Few hours post procedure, the patient experienced pain, hematuria and discomfort. The physician proceeded with clinical management and tomography. An acute pancreatitis with renal failure was found. The clinical management was continued, however, there were no signs of improvement. On (B)(6) 2024, the patient had cardiorespiratory arrest due to the acute pancreatitis and died on the next day.